Manufacturer narrative:
(B)(4) date sent: 1/8/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # a9c49f. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned with the trigger broken. The trigger was not returned. In addition, the tyvek was returned along with the instrument. The device was disassembled to evaluate the condition of the internal components, the silicon was missing and the a piece of the broken trigger was found inside the handles, not allowing the clips to fed into the jaws. In addition, eight (8) clips were found remaining inside the clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch a9c49f number, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please clarify per event description "device broke"? The handle was broken and it stopped working properly was the handle broken? Yes were the jaws damaged? No was the device difficult to fire? It was not firing after that. Difficult to open? Open but the handle not working does the device fired any malformed clips? No. Does the device would not fire? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip applicator got broken in the hands of the surgeon and it stopped working. The surgery was delayed by 3 minutes and a new clip applier was used to complete the procedure. No patient consequences were reported.